Manufacturer narrative:
An investigation was performed in response to a complaint of error 5032, csum error, error 5033, error operation list, error 5029 and csum param. On the aia-360. Technical support received the call from the customer and dispatched field service without further troubleshooting. It is not known whether the device was being used for treatment of diagnosis at the time of the complaint. At the customer site, field service confirmed the complaint by review of printouts and was able to reproduce the error by turning on the analyzer. A data backup onto a blank smart media card was completed and a review of the data found most of the data was corrupted. The software was reinstalled and the data was restored. This indicated a data storage or loss of data issue due to component failure. A 13-month complaint history review and service history review for similar complaints was performed for the (B)(4) from (B)(6) 2020 through aware date (B)(6) 2021. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [5033] csum error (operation list) is generated when operation log checksum error occurs. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. [5032] csum error (errlog) is generated when error log checksum error occurs. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. [5029] csum error (param) is generated when control parameter checksum error. The operator is instructed to turn the power off and on again and check the parameters. If this problem reoccurs, contact the service department.

Event description:
Customer called to report error 5032, csum error on the aia-360. Customer states the error occurred when the analyzer was powered up. Customer also reports errors 5033, error operation list, error 5029, csum param. Customer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.